Event description:
Patient called lfs and alleged that the meter would not power on. The patient stated that they had not been able to test on the meter for one week. The patient contacted their medical professional for assistance. The patient reported symptoms of dehydration. Patient was treated with an IV. The patient also reported taking insulin after attempting to test. The patient stated that the testing technique was correct. It would have been helpful to know if the patient was taking any medications and, if so, were any changes made to the medications. It would also be helpful to know if the patient attempted to test on the day that they went to the hospital. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to the serious injury. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter has been sent as a second attempt to obtain more clinical information.